Event description:
Customer reported melting in the area of the device contacts. Customer also stated the device laser is borken and will not turn on even after a hard and soft reset. No treatment. A request was made for return product and replacement product was sent.